Manufacturer narrative:
The panther/ panther fusion system operator¿s manual states: ¿to reduce the risk of developing stress injuries, take frequent breaks from repetitive tasks like opening and closing tubes.¿ repetitive strain injuries (rsis) are related to multiple factors including workstation set ups, multiple jobs performed by one operator, activities outside of work, or general susceptibility profiles of individuals. As of (B)(6) 2026, the customer has not reported any additional issues. H3 other text: other.

Event description:
On february 23, 2026, hologic sales reported on behalf of a customer that on (B)(6) 2026, an operator injured their back while handling the liquid waste bottle on the panther instrument (sn: (B)(6)). Due to the injury, the operator required medical attention and was reported to be out for several weeks. Customer requested the weight of the panther liquid waste bottle when full. The maximum weight expectation for a full panther liquid waste container should not exceed 20 lbs. And was measured to be 14.6 pounds during panther verification testing. Customer did not provide any additional information regarding the injury.